Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours they had experienced irritation, redness and itchiness at the pod infusion site. The patient had gone to a routine appointment with their endocrinologist. The patient was diagnosed with sensitive skin. The patient was prescribed a steroid cream to be used after pod removals. In addition the patient had got an over the counter barrier cream. The patient was at the doctors office for a little less than an hour.